Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A customer reported leaky trocar valves during two separate eye procedures. There are no event details available as per the reporter. No patient harm was reported. A product sample was requested for evaluation.

Manufacturer narrative:
Six opened trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected; 2 samples were found conforming and 4 samples were non-conforming with cuts in each septum. No lot number was identified with this report; therefore, lot history and complaint history reviews could not be conducted. It is unknown how or when the samples became damaged because they were returned opened. An internal investigation has been opened to address reports of a similar nature. (B)(4).